Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, a high oxygen alarm occurred. Calibration of the oxygen sensor did not correct the reported issue. The oxygen sensor was replaced, which resolved the reported issue. No harm to the pt reported.